Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: us4534 - 1318 (r806591101, r807723201, r807723001, r807724901, r807732901, r807739001, r807741001) it was reported that on (B)(6) 2023, a unknown amplatzer amulet occluder was selected for implanted in a patient. It was noted during procedure via transthoracic echocardiogram, that the occluder got stuck on trabeculation and resulted in subsequent, bleeding of the pericardium and perforation of left atrial appendage. The decision was made to perform a pericardiocentesis and 550 ml of blood was drained and a drainage tube was left in place. The patient was also administered protamine. On (B)(6) 2023, it was noted that the patient had an onset of hypotension, respiratory and metabolic acidosis. Arterial blood gases were measured and used to detect respiratory/metabolic. The decision was made to provide an unknown treatment for the patient's hypotension. The patient's vent settings were changed to treat the patient's respiratory and metabolic acidosis. On (B)(6) 2023, the patient developed an onset of hematemesis. The decision was made to administer the patient protonix. On (B)(6) 2023, the patient had an onset of stridor and agitation. The decision was made to administer the patient racemic epinephrine, dexamethasone, lasix, and precedex.

Manufacturer narrative:
An event of bleeding, pericardial effusion led to cardiac tamponade and hypotension was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. There was difficulty positioning the device and device got stuck on trabeculation and resulted in reported event of bleeding. Patients comorbidity include anemia, paroxysmal atrial fibrillation, previous coronary artery bypass graft, and previous percutaneous intervention which may have contributed to reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a unknown amplatzer amulet occluder was selected for implanted in a patient. It was noted during procedure via transthoracic echocardiogram, that the occluder got stuck on trabeculation and resulted in subsequent, bleeding of the pericardium and perforation of left atrial appendage. The decision was made to perform a pericardiocentesis and 550 ml of blood was drained and a drainage tube was left in place. The patient was also administered protamine. On (B)(6) 2023, it was noted that the patient had an onset of hypotension, respiratory and metabolic acidosis. Arterial blood gases were measured and used to detect respiratory/metabolic. The decision was made to provide an unknown treatment for the patient's hypotension. The patient's vent settings were changed to treat the patient's respiratory and metabolic acidosis. On (B)(6) 2023, the patient developed an onset of hematemesis. The decision was made to administer the patient protonix. On (B)(6) 2023, the patient had an onset of stridor and agitation. The decision was made to administer the patient racemic epinephrine, dexamethasone, lasix, and precedex. Subsequent to the previously filed report, it was noted that the patient received a 22mm amplatzer amulet occluder during the implant procedure. The procedure was performed under transesophageal echocardiogram guidance. The patient had been administered heparin for procedure, had a minimum activated clotting time of 119 second, and max act of 257 seconds. Post-implant was noted that the patient had a pericardial effusion, that led to cardiac tamponade. It was also noted that the patient received an infusion of norepinephrine for their hypotension. There was no transfusion required. It's believed that the patient's respiratory and metabolic acidosis, were a result of serotonin syndrome, tamponade, and vent settings. The patient conditioned improved once the patient's ventilation settings were adjusted and the serotonin syndrome was treated. On (B)(6) 2023, it was noted that the patient had an altered mental status with agitation and hallucinations. The patient was restrained and started on precedex. It was also noted that the patient developed coffee ground emesis while being intubated and was started on protonix. The patient was discharged at the time of report.